Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat that the brush head fell apart in his mouth. No injury was reported.